Event description:
Wheel noticed to be loose when team member was about to attach mega suturecut needle driver to da vinci. It is the same wheel that has been falling off of other similar products. Patient was in room but noticed before using on patient.